Manufacturer narrative:
Block b3: exact date unknown, event occurred september 2024.

Event description:
It was reported that patient needed to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Event description:
It was reported that patient needed to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.